Event description:
Bowel injury treated with temporary colostomy.

Manufacturer narrative:
MFR has received no report from the user facility and is not aware of whether or not the user facility is reporting this event. The training, manufacturing process, design, inspection, testing, lot records, etc were evaluated.